Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms. This lead was fine when hooked up to chronic device, but these oor impedances were noted when hooked up to newly implanted device and seen through the programmer. Connections were all checked and seemed appropriate. Programming was changed in an effort to alleviate the issue. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.